Event description:
Patient having elective gallbladder surgery laparoscopy. Ethicon endo pouch/retriever, 6cm pouch size. Pouch broke off of the handle while trying to deploy it inside the abdomen. No injury to the patient.